Event description:
Related manufacturer reference number: 2017865-2021-38430. It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular and left ventricular leads had intermittent loss of capture. The right ventricular lead had also high capture thresholds and high impedance. The patient was stable and would be monitored.